Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of the surgeon that after an intraocular lens (iol) implant surgery, the lens is decentered 1 1/2 rings temporal, the cornea is irregular in the vertical meridian and the patient has an unexpected outcome. Additional information has been requested.